Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was unknown. No significant events leading to the alarm were observed and the customer was reporting a past issue; troubleshooting could not be performed. The customer stated that she attempted to troubleshoot the alarm by resetting the reservoir. She stated that she had also resolved the issue by changing the reservoir. She did not recall observing any bent infusion set cannulas. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.